Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount was stuck to the implant and could not be removed. The implant was removed and another implant was placed.